Manufacturer narrative:
This is an initial report. The product has been requested back for investigation and a final report will be submitted when the investigation is complete.

Event description:
Customer reported that at 10:40pm in 2009 they had received an adc meter reading of 278mg/dl which was higher than they felt they were and self-treated with 5 units of fast-acting insulin. At approximately 0300 in the next day, they lost consciousness and had a seizure. Customer reported an adc meter reading of 37mg/dl at that time. A doctor was called and the customer was given a glucagon injection. Customer was reportedly transferred to a local health care facility, diagnosed with hypoglycemia and treated with an infusion (specific treatment and medication not reported).